Event description:
It was reported that the patient was seen in the emergency room (ER) from withdrawal and was sent to the doctor office for evaluation of the drug withdrawal. The doctor was unfamiliar with the patient as he had never seen the patient before. The patient had previously seen another doctor but decided to establish herself with the new doctor office instead. The patient experienced "flu like symptoms". By the time an appointment was made and refill medication was ordered the patient's pump had been empty for 2 days. A reporter stated that the patient was really bad about making and keeping her refill appointments. The reporter did not know what was in the pump previously but currently delivered lioresal 2000mcg/ml. The pump was filled and the patient "has been fine since" and had no more issues.

Manufacturer narrative:
Product ID, 8709 lot# serial# (B)(4), implanted: 2009 (B)(6), product type catheter. (B)(4).